Event description:
Patient was revised to address pain and discomfort.

Event description:
Patient was revised to address pain and discomfort. Update: (B)(6) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. Update: (B)(6) 2013 - litigation papers received. Litigation alleges acetabular cup loosening and metallosis. A cup is now being reported to address the loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheet and medical records received. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and elevated metal ion levels. After review of medical records, it was noted that cup is well fixed. Doi: (B)(6) 2002. Dor: (B)(6) 2013. Right hip.